Manufacturer narrative:
Damaged wiring inside the side rail most likely caused the unintended movement of the bed. Faulty panel was used for almost 10 years and there is no record of it ever being replaced which may indicate that root cause can be traced to normal waer and tear of the component. The instructions for use for citadel bed (830.213-en rev.14) includes the following information: "check operation of side rails" - daily by the caregiver "if result of any of these tests is unsatisfactory, contact arjo or an arjo-approved service agent." To sum up, arjo device failed to meet its specification since the bed moved up on its own, without anyone touching the buttons. There was no indication of patient involvement. This complaint was assessed as reportable due to allegation of unintended movement of the bed. No UDI information available, the device was produced before UDI implementation.

Event description:
It was reported that the bed is raising without anyone touching the control buttons. The issue was recreated during quality control check. During the bed evaluation, the technician found that the frame moved when side rail was raised which led him to believe that there was a damaged wire inside the foot end side rail. Additionally, head end side rail had cracked in seam. Both were replaced. The bed was tested and operated correctly.